Manufacturer narrative:
Facility name truncated due to character limit: (B)(6) a customer alleged a discrepant sars-cov-2 result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The original sample generated a positive sars-cov-2 result but 3 subsequent new collections tested on three different instruments were negative. The discrepancy could be a result of non-recommended collection practices or due to the sample being near the limit of detection (lod). A sample at lod may not be reproducible with the same or with other platforms, especially those that are less sensitive like the repeat testing used. No product problem identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant sars-cov-2 result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. On the liat, a patient sample generated a positive sars-cov-2, and negative flu a/b result which was reported in real-time. 3 new sample collections were tested on 3 different competitor assays which all yielded negative results. According to the customer, the patient sample was collected using a nasopharyngeal specimen and the trafalgar medium. Note, this is not considered a recommended practice. According to the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation was completed to evaluate the customer issue which did not identify any product problem. The scfa reagent lot 00918z investigation showed no trends or product non-conformances and is performing as expected. Data review of the instrument information for the positive sars-cov-2 run indicates a very late CT value and week amplification for the sars-cov-2 target which is consistent with results near the limit of detection (lod) for the this assay. No abnormalities in the curves were seen. A sample at lod may not be reproducible with the same or with other platforms, especially those that are less sensitive.